Manufacturer narrative:
(B)(4). Urrently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. Customer's blood glucose was 127 mg/dl at the time of incident. Customer stated that he fell in his swimming pool with insulin pump connected to him. Customer also mentioned that the insulin pump went blank immediately after exposure to moisture. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Unable to perform functional test due to blank display. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, and cracked lcd window.